Manufacturer narrative:
A visual examination revealed that the pebax section peeled and damaged, partially exposing the corewire approximately 4.5 cm from the distal end with a length of 0.3 cm. Presence of adhesive remnants were noted indicating that the pebax was properly attached to the core wire in the section that peeled. There was no evidence of core wire fracture and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was measured and found to be within specifications. The complaint is not consistent with the returned device that the pebax section detached exposing the tip of the core wire. It is most likely that unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion, therefore the most probable root cause is operational context. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the black hydrophilic tip detached inside the patient, exposing the tip of the metal corewire . Physician retrieved the fragment with the balloon device. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during procedure, the black hydrophilic tip detached inside the patient, exposing the tip of the metal corewire . Physician retrieved the fragment with the balloon device. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.